Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: container integrity. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called with a complaint she purchased 2 vials of strips from (B)(6) pharmacy. One of the new vails of strips was opened and some of the strips were out of the vial inside the sealed box. Customer stated she had not use any of the strips. Customer was instructed cease using strips. Understanding. We replaced test strips. Customer satisfied.